Event description:
As reported, a 5f exoseal vascular closure device (vcd) came out before the visual indicator window change to black-black. Hemostasis was achieved by manual pressure. The device was used with a 5f non-cordis short sheath. The device was used in a procedure where the lesion was below the knee, where an ipsilateral approach was made. The insertion angle was about 40 degrees. The vessel diameter is 5 mm or more, and there was no calcification, plaque, or stent in the proximal portion. The physician was experienced in the use of the device. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including the correct insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no visible calcium or plaque, tortuosity, or stenosis greater than 50% at or near the puncture site. Additionally, there was no stent near the puncture site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The target femoral site had not been closed with any closure device or manual compression within the previous 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. The device will not be returned for evaluation as it was previously discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) came out before the visual indicator window change to black-black. Hemostasis was achieved by manual pressure. The device was used with a 5f non-cordis short sheath. The device was used in a procedure where the lesion was below the knee, where an ipsilateral approach was made. The insertion angle was about 40 degrees. The vessel diameter is 5 mm or more, and there was no calcification, plaque, or stent in the proximal portion. The physician was experienced in the use of the device. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including the correct insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no visible calcium or plaque, tortuosity, or stenosis greater than 50% at or near the puncture site. Additionally, there was no stent near the puncture site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The target femoral site had not been closed with any closure device or manual compression within the previous 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18288668 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. With the information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that non-specified factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review and the device history review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.